Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that the wagon handle had released from the lock position when a paramedic had attempted to use it and that this had led to injury of the shoulder. The customer reported that the injury was minor and was treated with ice and rest. The customer was provided a replacement unit,

Event description:
It was reported that the wagon handle had released from the lock position when a paramedic had attempted to use it and that this had led to injury of the shoulder and back. Information regarding the severity of the injury has been requested but was not available at the time of reporting.